Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as open and bleeding sores on the sides of their left and right breast and home health nurse reported leads were cutting into the skin and had already blistered over in some areas. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse prescribed a medication and doctor ended use for the skin irritation. There is no indication that the patient received medical intervention. Follow up indicated that the skin irritation improved.